Event description:
It was reported that a patient with a left lead and monopolar programs using electrode 2 and electrode 10 presented to the clinic following involvement in an auto accident, with concerns regarding impedances. Lower impedances were observed on the monopolar electrodes, and shorts were identified in the bipolar configuration between electrodes 9-10, 10-11, and 9-11. The monopolar impedance for electrode 10 was abnormally low, though not low enough to reach the 250 ohm limit. It was suspected that triple monopolar stimulation occurred when using contact 10. Impedance testing was conducted, and images of the impedances were reviewed. The left lead with electrode 2 programmed at 4 ma showed all contacts within the normal range of 300-500 ohms, while on the right, electrode 10 was programmed at 0.8 ma and showed the aforementioned shorts. The physician expressed concern that the short between electrodes 9, 10, and 11 was creating triple monopolar stimulation when using contact 10, and that the abnormally low monopolar impedance was due to the short. It was advised to avoid using the electrodes identified in red, and to monitor patient feedback and battery longevity to assess therapeutic benefit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.